Event description:
Infection of knee (arthritis infective). Inflammation of knee (arthritis). Case description: spontaneous report received in 2008,from the relative (daughter) of a male pt, who had a relevant medical history of osteoarthritis. The pt received 2 injections of synvisc in the knee in 2007. After the second injection, he developed knee inflammation. In 2008, his dr diagnosed him with a knee infection, which caused him to undergo knee surgery. The pt's synvisc therapy was discontinued in in the same month. As of the date of receipt of this report, the pt had improved, but the outcome was unk.